Manufacturer narrative:
The issue appeared to be resolved after the installation of the special washes. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas 6000 e601 module serial number (B)(6). The field service engineer found the required special washes were not installed on the system and he installed them. The investigation is ongoing.

Event description:
There was an allegation of false positive results for anti-hbs g2 elecsys from the cobas 6000 e601 module. The clinicians believed the results did not meet the clinical picture of the patients. Specific data was not provided, but the customer alleged the samples that initially resulted as low positive had negative results upon repeat testing.